Event description:
Description of event according to initial reporter: physician placed the celect platinum ivc filter on (B)(6) 2025 from a jugular approach without issue. The filter was centered nicely in the infrarenal ivc. Ivc diameter was within normal limits 23mm. Filter was placed for pre- brain surgery. Patient came back on (B)(6) 2025 for retrieval and the filter was severely tilted within the ivc with the hook embedded in the wall. Physician attempted retrieval using advance techniques but was not successful. The physician expressed concern regarding the filter not properly fixating during dwell time and severely tilting. The whole celect platinum ivc filter was left in place completely intact.